Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, f10/h6: medical device problem codes (add code), h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink system non-dehp extension set exploded and resulted in leakage. The issue was described as "the filter was jammed and would not allow medication through the filter. A saline flush was then used to try to flush through the filter and the filter exploded." This occurred during priming for an infliximab infusion; however, it was unspecified whether the patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.